Event description:
It was reported that the bone cement took 25 minutes to set.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerisation reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. The mixing properties of the retain samples of the reported lot code mes034 were tested and show that all required specifications are met. It was not possible to replicate this event. No further investigation is required at this time.

Event description:
It was reported that the bone cement took 25 minutes to set.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Discarded.